Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received information regarding the luer lock unscrewing from the infusion set. Reportedly the customer's blood glucose level had gone up to 300-400 mg/dl due to detached luer lock.